Manufacturer narrative:
At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 31-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 01-apr-2026. It was reported that the patient received an alarm during the night, instructing them to change their cassette. After changing the cassette, the patient received additional alarms and subsequently decided to remove the battery from the pump and go back to sleep. The next morning, the patient attempted to change their cassette again, but the alarms persisted and the remote displayed a message to change to their backup pump. The patient reported that they were without a backup system as it had been misplaced months prior. The patient was advised to present to the nearest hospital to restart their infusion. Information was later received from cvs specialty pharmacy on (B)(6) 2026 indicating that the patient did not present to the hospital as instructed. It was further stated that replacement pumps were issued to the patient.